Manufacturer narrative:
Investigation report: product desc: gelfoam sterile sponge size 50 x 4, product country: USA, sap/unique identifier: (B)(4). Classification: product use attributes expiration date: jul2019, sample status: not requested, subclass: lack of effect , lot number: unknown, lot number unknown, reason: other. UDI: (B)(4), UDI: n/a, description of complaint: description of complaint: the patient went to an oral surgeon for dental work yesterday and had two teeth pulled. She bled and could not stop the bleeding. Tried several different medications and could not get the bleeding to stop. They tried: epinephrine, tranexamic acid which is a topical agent, thrombin, and gelfoam which none of them worked. Patient was bleeding for eight hours. Sales representative was not provided with any details regarding the lot number, expiration date, ndc number, or UDI number for any of those products that did not work. Stated he also was not provided with any dosage information. No further containment actions are necessary. An investigation will be performed. The complaint has been re-opened as a part of the 2017 FDA medical device audit remediation. The complaint verbatim and its classification have been assessed against the risk file, and forwarded to safety for evaluation. Follow-up received on 23oct2017 via pcg central. See related complaint pcom-# processed for complaint for thrombin. Source document attached. Root cause: pfizer (name) quality operations could not determine a root cause for the reported defect to be related to the (name) production process. Gelfoam sterile sponge has hemostatic properties. While its mode of action is not fully understood, its effect appears to be more physical than the result of altering the blood clotting mechanism. Therefore, analysis of the water absorption properties of the finished gelfoam batch indicates that the device functions properly. Review of the aprr reports and evaluation of trends, as well as previously investigated complaint.

Event description:
They tried: epinephrine, tranexamic acid which is a topical agent, thrombin, and gelfoam which none of them worked [therapeutic product ineffective]. Case narrative:this is a spontaneous report from a contactable nurse through a pfizer sales representative, with follow-up from a physician. An (B)(6) female patient of an unspecified ethnicity started to receive absorbable gelatin (gelfoam, sterile sponge size 50 x 4, expiration date: (B)(6) 2019), epinephrine, thrombin all via an unspecified route of administration, and tranexamic acid, via topical route of administration from an unspecified date to "get the bleeding to stop". The patient medical history included dental work and had two teeth pulled yesterday ((B)(6) 2017). Concomitant medication included metoprolol tartrate (lopressor), sitagliptin phosphate (januvia), and atorvastatin calcium (lipitor). The patient went to an oral surgeon for dental work yesterday and had two teeth pulled ((B)(6) 2017). She bled and could not stop the bleeding. Tried several different medications and could not get the bleeding to stop. They tried: epinephrine, tranexamic acid which was a topical agent, thrombin, and absorbable gelatin, which none of them worked. Patient was bleeding for eight hours. After eight and half hours they were able to control the bleeding. Patient remained stable with a hemoglobin of 13 (no units provided) in (B)(6) 2017. The action taken in response to the event for epinephrine, tranexamic acid, thrombin and absorbable gelatin was unknown. The outcome of the event was recovered. The patient's physician later reported that the patient did not provide them with information regarding the reported adverse events with the use of the product. Investigation report received from product quality complaint group on 26apr2018. Product desc: gelfoam sterile sponge size 50 x 4, sap/unique identifier: (B)(4), classification: product use attributes, sample status: not requested, subclass: lack of effect, lot number was unknown with unknown reason, UDI: (B)(4). Root cause: quality operations could not determine a root cause for the reported defect to be related to the production process. Gelfoam sterile sponge has hemostatic properties. While its mode of action is not fully understood, its effect appears to be more physical than the result of altering the blood clotting mechanism. Therefore, analysis of the water absorption properties of the finished gelfoam batch indicates that the device functions properly. Review of the aprr reports and evaluation of trends, as well as previously investigated complaint reports, indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. Likewise, a review of manufacturing deviations confirmed that there were no manufacturing issues which may have resulted in a lack of effect. Product labeling includes the warning, "gelfoam sterile sponge is not intended as a substitute for meticulous surgical technique and the proper application of ligatures, or other conventional procedures for hemostasis." It is unknown how the reported complaint sample was handled, stored, or used after leaving the site. Corrective action: there were no corrective actions identified as a result of this complaint investigation. All reviewed records, investigation reports, and in-process controls were acceptable, and have met the established requirements. The retained reference samples examined as a part of previous investigations were found to be acceptable with no quality defects observed. Quality of lot: acceptable. The details of the reported complaint have been forwarded to pfizer safety for evaluation of regulatory reportability due to the worst case severity level of s4 for the reported malfunction as determined from a review of the device risk file for the product. Based upon the results of this investigation, pgs-qo concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Follow-up (17oct2017): this follow-up based on information received by pfizer from lp (B)(4) (manufacturer control number us-(B)(4)) a license party for epinephrine includes: (B)(4) assessment: non-serious: due to the lack of clinical information, the relationship between the reported event and epinephrine use cannot be clearly assessed. Follow-up (04dec2017): new information from a contactable physician includes: physician awareness (patient did not provide them with information regarding the reported adverse events with the use of the product). Follow-up attempts are completed. No further information is expected. Follow-up (14dec2017): this follow-up based on information received by pfizer from lp (B)(4) (manufacturer control number us-(B)(4)) a license party for epinephrine includes: (B)(4) assessment: non-serious: due to the lack of clinical information, the relationship between the reported event and epinephrine use cannot be clearly assessed. Follow-up (26apr2018): this is a follow-up spontaneous report from product quality complaint. New information included: investigation report was provided for gelfoam. Pfizer is a marketing authorization holder of tranexamic acid, thrombin, epinephrine in the reporter's country. This may be a duplicate report in cases where another marketing authorization holder of tranexamic acid, thrombin, epinephrine has submitted the same report to the regulatory authorities. Follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to allow appropriate reporting to health authorities. Investigation results updated. Company clinical evaluation comment: this patient was (B)(6) and had two teeth pulled (on (B)(6) 2017), and she bled and could not stop the bleeding in hours, even with multiple drugs together with absorbable gelatin (gelfoam). The refractory bleeding could be due to patient's old age and coagulation system. This reported event coded as "therapeutic product ineffective" did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause prolonged bleeding during surgery or post-operative bleeding, if it were to recur. The company conducted an investigation, and the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No corrective actions were identified as a direct result of this complaint investigation., comment: this patient was (B)(6) and had two teeth pulled (on (B)(6) 2017), and she bled and could not stop the bleeding in hours, even with multiple drugs together with absorbable gelatin (gelfoam). The refractory bleeding could be due to patient's old age and coagulation system. This reported event coded as "therapeutic product ineffective" did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause prolonged bleeding during surgery or post-operative bleeding, if it were to recur. The company conducted an investigation, and the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No corrective actions were identified as a direct result of this complaint investigation.